Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having issues with getting shocks and painful jolts in their bladder area and butt cheek. They have been having these issues for about 6 months - they have tried every program on the lowest setting and it still shocks them. Patient (pt) has it off now - but what does not know what to do? They contacted their health care provider (hcp) who told them to contact a representative (rep) . Patient stated "this has been awful to deal with."